Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on and unknown date. Revision procedure was performed on (B)(6) 2013, due to malpositioning, armd and metal reaction. No further information was received.

Manufacturer narrative:
Additional information including item and lot number was received on (B)(4) 2013. All information attained from this, including item name, expiration and manufacture date, 510(k) number, and product code was included in the follow-up. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The femoral components ¿ femoral head, taper adapter and stem ¿ were returned still assembled, and permission to separate them had not yet been granted at the time of writing. The returned acetabular shell was reported to have been implanted at an inclination angle of 70°. It is very probable that the principal observations made on all returned components during this investigation ¿ wear patch, wear stripe and white residue at the taper interface ¿ would have been caused by factors and wear mechanisms resulting from such a high degree of mal-alignment. Without further information, no other conclusions can be made.